Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported that the patient underwent an additional lead implant procedure due to an unknown reason.